Event description:
Product was found damaged when package was opened.

Manufacturer narrative:
Technician evaluation: two kinks at 1.5 cm and 3.5 cm from the tip were noticed. The distal section of the device was stretched and separated from the rest of the catheter 12 cm from the tip and it was held together by the coil wire. The device was stretched before yielding and separating the distal section which may indicate that the device was stuck to the packaging tabs. Conclusion: it appears that during removal from the packing card, the card tabs were not opened. When the catheter was pulled from the card, the distal section broke. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part #1147-02/a (lot# l13034) and sub-assembly (B)(4) (lot#l12877). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13034) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The DHR review of sub-assembly (B)(4) lot # l12877 indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.